Manufacturer narrative:
Patient information unavailable. Device evaluation: the device was evaluated on (B)(6) 2018. Visual inspection of the device showed no damage to the working length. A section of the tail tube 18 inches from the bifurcate was melted. An inspection of the melted area found that it was consistent with a gentle heat from an outside source (not the device itself), allowing for an even melting of the jacket. The device was plugged into simulated laser light to inspect for broken laser fibers internal to the damaged area; no broken fibers were identified. The melting characteristic is not consistent with laser energy emitted from the fibers, which would exhibit as a local burn with charring. This failure is use related as the device tail tube was exposed to a heat source not associated with the laser system. The source of the external heat could not be determined with the information available from the user facility.

Event description:
This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. It was reported by the facility physician and staff that during a lead extraction procedure using a glidelight device model 500-302, the team reportedly smelled burning and saw smoke coming from the cord extension on the laser sheath. The location of the breach in the jacket was between the coupler and the bifurcate handle, on the tail tube. The team reportedly did not note any breach or abnormality before starting the case. There was no patient nor user injury and the case was completed successfully using a second glidelight device.